Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Concomitant products: unknown silicone. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a breast reconstruction primary with unknown silicone breast implants which the right side ruptured and has issue with capsular contracture unknown baker grade after implantation. Report indicated right rupture - fallen down tremendously. Kept getting smaller. A few sharp pains. Noticed a size difference in the bra. Ultrasound confirmed rupture on (B)(6) 2019. The issue of rupture was confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.